Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was corrosion on the battery board and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the corrosion and open oscillator. The root cause of the open y1 crystal oscillator was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not recognizing the batteries.